Event description:
Ous MDR - after an implant period of approximately 8 months, elevated impedance values were reported. At the moment biotronik has no further information with regard to a revision procedure. Should additional information become available this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves demonstrated a stable pacing threshold around 0.5 v between june 2016 and july 2016 with a subsequent gradual increase up to 3.5 v until october 2016. At the same time the pacing impedance increased gradually from 500 ohms to greater than 3000 ohms. Furthermore the shock impedance showed an increment from 75 ohms to 150 ohms. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.